Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates abcd)yes; nose shroud cracked/broken abcd)no; staples in nose ab)no cd)yes; staples in the track abcd)25 b)no; tirggerr engaged with precock a)no bcd)yes. Functional tests & results: cycled instrument ab)no cd)yes. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded that the reported "device jammed" during surgery occurred due to a separated trigger spring from the attachment in the handle and to twisted staples in the track near the nose. The instrument wad disassembled and the attachment in the handle was found to be broken. Twenty five staples were found in the track, several twisted near the cartridge nose. No conclusion could be reached as to how the attachment in the handle became broken or as to how the staples became twisted in the track. Instrument (b) was received in good physical condition, empty, instruments (c) and (d) were tested and functioned properly. No deformity could be identified. Co reviews each incident as it occurs in an effort to continuously improve products and processes.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device was jammed. There was no pt consequence. Add'l info received on 11/10/97. It was stated by the affiliate that 4 devices are being returned to sterilization services. Two of them are sterile and unused. The other two used devices were visually inspected. Source changed the database to reflect this add'l info.